Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in clinic and diaphragmatic stimulation from the left ventricular (lv) lead was confirmed. The lv lead was reprogrammed to a new vector and remains in use. No further patient complications have been reported as a result of this event.